Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the heavily calcified common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was retracted a needle tip did not capture a cuff. The device was removed and an angioseal was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device info. The customer reported the device was discarded. The lot number will be provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.